Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was attempted to be implanted but the physician could not get a clean signal to measure p-waves. The lead was oversensing noise. The lead was removed and a new lead was implanted. It was further reported that the right ventricular (rv) lead was attempted to be implanted but not used due to the helix not extending. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.